Event description:
New information noted that the over-sensing was resolved by reprogramming. Patient was stable post resolution.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up. The implantable cardioverter defibrillator exhibited t-wave oversensing. No medical intervention was reported. The patient's condition was stable post event.